Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer states that numbers were ramping on their own. Customer states the scroll bar was moving with no input. Customer states using the up arrow allows them to navigate screens. Customer states block mode was active. Customer states an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).